Event description:
It was reported to resmed that a pt experienced pressure surges while using an s9 device which caused a severe nose bleed. The pt went to the emergency room for cauterization to stop the nose bleed.

Manufacturer narrative:
The preliminary evaluation of the returned unit did not show any signs of damage or degradation. The device was functionally tested and found to be operating properly. A review of the error logs stored within the device did not show any errors indicative of a pressure sensor failure that would produce a pressure surge. No fault was found with the device. The device will be sent to the design facility in (B)(4) for an engineering evaluation. The following information is included in the resmed s9 vpap auto information guide: the following side effects may arise during the course of therapy with the device: drying of the nose, mouth, or throat, nosebleed, bloating, ear or sinus discomfort, eye irritation, skin rashes.